Event description:
It was reported the patient (germany) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results the complaint about ¿invalid impedance¿ was confirmed. As received return lead had all the wires were broken approximately 30.5 cm from the stim end. The damage observed is consistent with overstress the lead was subjected while it was still implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.